Event description:
It was reported that the device was found damaged during a revision procedure. It was replaced and the procedure was completed with no further complications.

Manufacturer narrative:
The device was returned and analyzed. Visual inspection, as well as x-ray imaging, confirmed fractured wires. The exact root cause of the issue could not be determined. The manufacturing records were reviewed and no relevant nonconformities were found.